Event description:
It was reported occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a manual dose injection. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. The customer reverted to an alternate method of insulin therapy. Reportedly, the customer does not cycle the cartridge during the load sequence.